Event description:
It was reported within an article from the journal of arthroplasty that a study reported failures of a tm monoblock tibia medial tibial collapse. The tibial components demonstrated a consistent radiographic failure mode characterized by a cavitary medial defect, medial subsidence of the baseplate, well fixed lateral fixation peg and tension failure of the lateral peg-baseplate junction.

Manufacturer narrative:
Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.